Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine generator replacement procedure. After the procedure, it was noted that the patient's right ventricular lead exhibited no capture and was determined to be dislodged. The lead was successfully repositioned. The patent's condition was stable throughout the procedure.